Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and watermark was not observed at the base of the tail. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor pack has also been returned and investigated. Performed visual inspection on returned sensor pack and no issues were observed, the lid was completely peeled off and no issues was observed with the platform. Since the applicator was not returned, further investigation could not be performed. If the applicator is returned, a physical investigation will be performed and a follow-up report submitted. Therefore, the issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor tip was bent and was therefore unable to insert the sensor. Customer was not able to monitor their glucose and experienced disorientation and loss of consciousness. Customer was treated with lemonade and banana by a friend and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor tip was bent and was therefore unable to insert the sensor. Customer was not able to monitor their glucose and experienced disorientation and loss of consciousness. Customer was treated with lemonade and banana by a friend and no further treatment was reported. There was no report of death or permanent impairment associated with this event.